Event description:
It is reported that the surgeon used a 7mm screw after performing the drilling and tapping as usual, but could not fix the screw correctly. He then switched to an emergency screw, but it did not reach the planned position, and this emergency screw also failed to fixate correctly. Therefore, the surgeon decided to switch to a titanium plate to complete the surgery.

Manufacturer narrative:
Complaint (B)(4). D10 ¿ medical products item #915-230, lot #66053354; lacto scr 2.0x7mm 2.0 sys 2/pk. G3: foreign source: japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.